Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced several episodes of very low blood glucose and was advised to call technical support. Symptoms included hypoglycemia. Outcomes included no reported long-term impairment, no hospitalization, and no alerts or alarms. Investigation included a request for additional information from the user. Investigation of this case revealed that the cause remained unclear with no device malfunction identified and no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.